Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported during a cervical ripening procedure, the stylet perforated the side wall of the catheter which proved painful for the patient. Subsequent investigation within the hospital has identified a training need as the member of staff was untrained and not following the instructions for use (IFU). The device was removed, a new balloon was inserted by a trained member of staff and there was no further incident. There were no adverse effects on the patient due to this occurrence. Additional information was received from the cook representative on 25jan2019. Following discussions with the hospital today, we have established this is a training issue rather than a faulty device. The member of staff concerned had never used the device before, had not attended any training and did not follow the IFU that ensures the distal tip of the stylet was firmly seated in the distal tip of the catheter. She was unaware that the stylet needed to be fixed in place. They had basic instruction from another member of staff. When the stylet perforated the side wall of the catheter it was understandably painful for the patient. The device was removed, another member of staff (midwife) inserted a new balloon and the patient went on to svd without any further issues.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, specifications, and trends. One device was returned for investigation. Returned packaging indicated the complaint lot number as 9227883. Visual examination noted the stylet protrudes the proximal end of the hub by 3 mm. There is a hole in the blue tip. Recreation of the stylet penetrating the blue tip was performed and photographed. A review of the device history record found there were no non-conformances. A review of complaint history revealed no other complaints associated with the complaint device lot number (9227883). The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings the stylet should only be used to transverse the tip catheter through the cervix and should be removed as soon as the uterine balloon is above the level of the internal uterine opening (internal os) prior to full insertion of the catheter. Aggressive insertion may result in injury to the baby. Instructions 1. Loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon. 2. Tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled ¿s¿. 3. Use the cervical ripening balloon with stylet to traverse cervix if necessary. Note: once the cervix has been traversed and the uterine balloon is above the level of the internal uterine opening (internal os), remove the stylet before further advancing the catheter. A review of relevant manufacturing documents was conducted. The stylet component of the device is inspected visually and functionally during the manufacturing process. The cook cervical ripening balloon w/stylet is shipped with the IFU, which clearly states the proper warnings, precautions, and instructions for use. The complaint was confirmed based upon evaluation of the returned device. Based on the reported information and device evaluation, the cause of the event was failure by the user to follow warnings and instructions provided in the IFU. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new event information to report.